Manufacturer narrative:
This report is filed june 24th, 2015.

Event description:
Per the clinic, the patient experienced a skin flap infection subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2015 and the patient was implanted on the contra-lateral ear during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.